Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
The patient reported that during a device check patient was told "wire is loose or broke off". Patient had a lead dislodgement in the past. Patient stated "they were not able to get a reading at last check because of the loose wire". Follow-up with the physician reported both leads were explanted. There was no indication in the patient's record about a lead dislodgement or any other system issues. No further information about the event was available. No patient complications were reported as a result of this event.